Event description:
External quality control sample with a known value of negative, tested positive by the user for (B)(6) using a screening and confirmatory method. If additional information is received, appropriate notification will be provided.